Event description:
As reported, approximately 2 years and 7 months post the initial left reverse total shoulder arthroplasty, the patient complained of pain and was revised due to poly disassociation. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). (B)(6) - gps implant kit v2: 10010722004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.